Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had unexplained high blood glucose of 60mg/dl. Caller stated that the insulin pump malfunctioned, it delivered a boluses that they did not programmed. Nothing further was reported.